Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor memorygel, 350cc silicone prosthesis experienced left-sided symptomatic rupture, and breast pain postoperative. The patient encountered some discomfort outer to armpit. The issue was diagnosed through physical examination and confirmed by mammogram examination. As a result, patient underwent removal on (B)(6), 2024. Note: after analyzing the concomitant device, which is on the right side, it became evident that it was also ruptured. Therefore, mentor is reporting it as a malfunction.

Manufacturer narrative:
Suspect device received on april 09, 2025. Device evaluation completed on may 06, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that the gel mod-rnd 350cc breast implant was found to have a tear on the posterior view, measuring approximately 0.6 cm leak testing was performed, in accordance with mentor procedures, and no additional gel exposures were detected during the analysis. As the authorization form for examination was not received, the product evaluation lab could not reach a conclusion regarding the specific nature of the ruptures. The evaluation was limited to non-destructive testing. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the rupture found, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on may 9, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that the gel mod-rnd 350cc breast implant was found to have a tear on the posterior view, measuring approximately 0.6 cm leak testing was performed, in accordance with mentor procedures, and no additional gel exposures were detected during the analysis. As the authorization form for examination was not received, the product evaluation lab could not reach a conclusion regarding the specific nature of the ruptures. The evaluation was limited to non-destructive testing. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the rupture found, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
"On may 14, 2025, mentor became aware that the follow-up#1 report has an error regarding the awareness date and due date. The correct awareness date is may 9, 2025, and the report submission due date is june 8, 2025. Therefore, the report is not late." Manufacturer¿s reference number: (B)(4).